Manufacturer narrative:
Insulin pump alarmed during the prime test due to protruded/loose drive support disk. Unable to rewind or basic occlusion test due to the prime anomaly. The device was received in with a scratched lcd window, cracked case, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed motor error during manual prime and the drive support cap is sticking out. Nothing further was reported.